Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to moisture damage on the keypad traces. The device had minor scratched lcd window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error and could not be cleared. The customer's blood glucose was 200 mg/dl. The customer was advised that they could remove the battery in order to stop the beeping. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).